Event description:
Pt had a cat scan with contrast. IV catheter inserted in right hand. Contrast injected by power injector at 1.5 ml/s for 60 cc, then .5 ml/s for 33 cc at maximum of psi of 65. Entire procedure uneventful. Upon removal of catheter, tip was noted to be missing (broken off). Chest x-ray negative; hand x-ray positive for catheter; removed by vascular surgeon in ed. Device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.